Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of the 400 mg/dl. Customer also stated that, on the tubing wear it is near the connection that goes on the reservoir and the quick release are where it leaked and the tubing did not detach. Adv customer to check for any visible cracks or splits. The device will not be returned for analysis.